Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold, low impedance, and oversensing due to noise. The right ventricular and the right atrial leads were previously reprogrammed to unipolar due to suspected fracture on an unknown date. The right atrial lead also exhibited low impedance. Both leads were capped and replaced on (B)(6) 2019. The patient was in stable condition throughout the event.